Event description:
Ethicon harmonic 700 shears opened for use during procedure. After connecting device to enseal, staff received an error message and device would not function. Equipment was turned off and then back on. The gray cord that attaches to the device was changed out. Two different devices were opened with the same error message resulting in not being able to use the device for the procedure. Ref report: mw5163091.